Event description:
It was reported that the patient received inappropriate atp during an episode of svt. Reprogramming was made. The patient has not had any additional inappropriate therapies and will continue to be monitored.